Event description:
The customer called to inquire about the oil mist letter that they received. The customer stated that another technician that works there noticed an oil mist before. The customer stated that there were no physical symptoms reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
(Oil mist) - capital equipment, evaluated at customer site. The fse was unable to duplicate the oil mist filter problem. He replaced the filter and performed the verification procedure during the preventative maintenance.